Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on (B)(6) 2016, from a (B)(6) year-old female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014, and forwarded to (B)(6) on (B)(6) 2016. At device insertion day, it was reported breaking of implant, device insertion complication, and placement on one side only (first coil did not go well, pulled back). Second time, it went ok according to reporter. After that, in an unspecified date the consumer experienced itching skin, increase or heavy blood loss during menstruation, stabs in cardiac area (pain), tiredness, restless feelings, excessive sweating, and two weeks before menstruation pms complaints (not feeling comfortable in skin). Consumer also reported: relation and/or family problems. Unspecified medication was used as treatment. Consumer was not recovered. Company causality comment:this spontaneous and medically confirmed case report refers to a (B)(6) year-old female patient, who had essure (fallopian tube occlusion insert) inserted and reported breaking of implant. This event, seen as device breakage, is unlisted in the reference safety information for essure. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the insertion was difficult; first coil did not go well, pulled back. Second time, it went ok. Despite of the lack of details, considering events nature per se and the fact that the breakage is apparently associated to insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Other non-serious events were informed. Technical analysis is being sought. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc. Company causality comment: this spontaneous and medically confirmed case report refers to a (B)(6)-year-old female patient, who had essure (fallopian tube occlusion insert) inserted and reported breaking of implant. This event, seen as device breakage, was regarded as anticipated upon receipt of the product technical analysis. Single cases of device breakage have been reported, mainly during difficult insertions. In this case, the insertion was difficult; first coil did not go well, pulled back. Second time, it went ok. Despite of the lack of details, considering events nature per se and the fact that the breakage is apparently associated to insertion procedure, causality with essure use cannot be excluded. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Other non-serious events were informed. A product quality defect could not be confirmed but is considered plausible. However, the medical events are not indicative of a quality deficit per se. Further information cannot be obtained.